Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Facility reports, the quick coupling for k-wires was twisting while being used in an unknown procedure. It is also reported that devices freeze and is crooked. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Investigation coordinated by synthes anspach. The customer''s complaint that the device was twisting during use was confirmed. A functional assessment was performed which confirmed that the straining ring is out of alignment. It was reported that this is due to normal wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).